Manufacturer narrative:
The swelling became so large the doctor had to remove the remnants of the devices. During the procedure, a mass was discovered. The mass contained multiple granulomatous balls, some of which were full of opaque liquid, however, had no pus or signs of infection. A very thick capsule was present on the periosteum which had liquefied remnants of the tines in it. The masses were given to histology.

Event description:
Doctor performed a forehead lift/upper and lower blepharoplasty on a male pt in 2006 using two endotine forehead devices. The case was performed with no major complications and the doctor was satisfied with the surgery. Four months later, the tines of the devices seemed to resorb normally, however, swelling occurred in the location where implanted.